Event description:
Same case as MFR ID # 2134265-2013-08856. It was reported that during a percutaneous coronary intervention, device entrapment occurred. The target lesion was located in the left anterior descending (lad) artery and first diagonal (d1) bifurcation. The 3.0x24mm promus element plus stent was deployed in the lad lesion. The opticross imaging catheter was advanced to the d1. When withdrawing the opticross catheter the guide wire exit port got stuck in the deployed stent. The physician was unable to pull the device out of the stent. The catheter was cut and a guide catheter was advanced over the imaging catheter and the device was removed. As the catheter was advanced over the device through the implanted stent in lad the proximal part of the stent got deformed. A 3.5x24mm promus element plus stent was also deployed. St was elevated slightly due to the event in 1st diagonal. No additional patient complications were reported and the patient status is stable

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer - examination of the returned complaint device revealed that the blue sheath was completely detached from the telescope at the strain relief, exposing the whole imaging core. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. The guidewire exit port was lifted 0.5 mm. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Full image characterization testing cannot be performed based on the returned condition of the catheter. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR ID # 2134265-2013-08856. It was reported that during a percutaneous coronary intervention, device entrapment occurred. The target lesion was located in the left anterior descending (lad) artery and first diagonal (d1) bifurcation. The 3.0x24mm promus element plus stent was deployed in the lad lesion. The opticross imaging catheter was advanced to the d1. When withdrawing the opticross catheter the guide wire exit port got stuck in the deployed stent. The physician was unable to pull the device out of the stent. The catheter was cut and a guide catheter was advanced over the imaging catheter and the device was removed. As the catheter was advanced over the device through the implanted stent in lad the proximal part of the stent got deformed. A 3.5x24mm promus element plus stent was also deployed. St was elevated slightly due to the event in 1st diagonal. No additional patient complications were reported and the patient status is stable